Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation: "a seroma and two masses."

Event description:
Patient reported "scans that detected a seroma and two masses." This record is for an unknown side. The device remains implanted. The manufacturer of the device is unknown.